Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identify by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other similar complaints reported in the lot number. Add'l info was requested from the implanting surgeon on 03/02/2011 by fax and mail; and from the explanting surgeon on 03/02/2011 and 03/23/2011 phone, fax, and mail. A completed questionnaire was received from the implanting surgeon on 03/10/2011. A complete questionnaire has not been received from the explanting surgeon. (B)(4).

Event description:
A nurse reported that a surgeon explanted an intraocular lens (iol) that had been implanted by another surgeon. In a follow-up with the implanting surgeon, the reported that the lens was in the capsular bag postoperatively. Add'l info has been requested from the explanting surgeon.